Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site was using this newly introduced navigation system with an existing navigation system for brain surgery and orthopedic surgery. In those two departments the images were collected by dicom qr with the ws for brain surgery use. It was noted that the issue was resolved by requesting that the images be imported over the network instead of the cd/dvd method and it imported without any problem. The cause of the problem was determined to be due to the image being compressed in a situation where the settings of the in-hospital recording device could not be changed individually.

Manufacturer narrative:
No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was unable to be used because the data could not be imported.